Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported, "the shell trial was inserted and the threads are stripped. Therefore, the trial was difficult to remove and pliers were needed to remove the trial."